Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found that the male luer collar was cracked/broken. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set had a cracked collar while infusing propofol. There was no patient injury or medical intervention associated with this event. No additional information is available.